Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26, indicating issues with occlusion. There was no adverse impact to the customer¿s blood glucose level. System check was performed by tandem technical support and no issues were identified. The customer replaced pump supplies and resumed insulin therapy.